Event description:
Additional information received indicated the ipg was explanted and replaced in (B)(6) 2019 (exact date requested but not provided to the manufacturer) which addressed the issue. The lead was electively replaced during the same procedure. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced overstimulation. Diagnostics did not reveal any impedance issues. The system was reprogrammed; however, stimulation was not turned on. Surgical intervention may take place at a later date.